Event description:
The 5th of march performed was a percutaneous radiofrequency of an hcc on cirrhotic liver; following the first ablation (the lesion was quite big) controlled the device before inserting it for second ablation and noted that the arrays were shorter than usual; in addition, saw thermocouple wires hanging from three of these arrays. By tc control, could ensure three arrays tips had been left in the pt's liver.